Event description:
In an inbound call, the patient asked if the adhesive changed and reported that over the past 3 months, the adhesive has not been sticking and begins to come loose after 12-18 hours of use. The patient estimates that over the past 3 months, he has experienced problems with the adhesion about 50% of the time and stated that he never experienced this problem before. The patient applies the v-go to his upper arm or leg and confirmed that he uses an alcohol swab prior to applying the v-go. The patient added that he noticed the upper left-hand corner of the adhesive is the side that does not like to stick. The patient mentioned that he experiences hyperglycemia as a result unless the needle starts to poke him and he notices it is coming loose. When asked for clarification regarding hyperglycemia, the patient responded that he does not give himself readings or bolus the way that he should but when he had bloodwork for a1c, it was high. The patient does not recall the previous a1c reading. The devices are not available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with long term v-go 40 user who called in with complaint of the device coming loose and poking him. He also mentioned hyperglycemia. The patient stated that he will notice sometimes that the device lets loose in the upper left corner after about 12 hours of use. He states he preps the area correctly. He was using his arm but has gone to his leg. He feels it is sticking better on the leg. He denies that the device was bumped. He does not use his abdomen. When he knows it has come loose, he either changes the device or will just remove it if it's in the middle of the night. He lives in oklahoma where it has been extremely hot, but he states he stays inside, sitting in his chair. His complaints about hyperglycemia are vague. He does not wear a continuous glucose monitor (cgm) and only checks by finger stick occasionally. He states his a1c level has gone up but he does not know any details such as the actual results. He denies symptoms of hyperglycemia because his medications can cause the same symptoms. He has chronic pain and is in the process of applying for disability. He is sedentary. He eats when he is hungry. He has charcot foot and chronic back pain. He has other medical issues. He sees his hcp monthly. He states he is to give 2-3 clicks per meal depending on what he is eating. His meal times are irregular and he doesn't always give his bolus clicks. The adhesive is a device issue. The patient is non-compliant with self- care of his diabetes. He could probably benefit with diabetes education. This is not a serious adverse event. The device coming loose might contribute to hyperglycemia, but there are no details to confirm that. Device contribution cannot be excluded.